Event description:
It was reported by a relative of the patient that the lead was found to be tethered to the patient's tricuspid valve and the patient died due to heart failure. No further details are available.